Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model is not approved for distribution in the united states, however it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) no anomalies found. A rounded setscrew was noted.

Event description:
Plan was to connect lv lead to new box and pace at faster rate to make old box rv inhibit (v.sense response off on old box). Screwed lv lead in to new box and disconnected rv lead from old box but no pacing just lots of rv vs markers on egm before rv lead inserted in port, so lv pace inhibited (above v.sense response rate on new can). Programmed voo to get lv pacing and inserted rv lead. Screw on rv port not functioning appropriately and would not link with inserted rv sprint fidelis lead. Sounded like the screw thread had gone. Tried with 3 screwdrivers but no success. Rv lead checked through psa and all measurements normal. Box replaced with another consulta and no problem. Injury/death: patient received inappropriate therapies. Action required: new consulta device. During implant attempt, the setscrew was not functioning properly. The device was not implanted. The patient received inappropriate therapies as a result of this event. No further patient complications were reported.